Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a: partial date of 2021 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, an opening assessed as surgical damage. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.